Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the tr band had deflation. Hemostasis was achieved by another tr band. The estimated blood loss was less than 250cc. The patient remained in stable condition. Unknown amount of ml's of air was injected into the tr band when it was applied. Unknown how long after the procedure the tr band started to deflate. Location of the leak is unknown. No noticeable damage to the device. The procedure performed prior to the use of the tr band was left heart catheterization.